Manufacturer narrative:
The formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. The failure of the needle to retract can also be confirmed as the cause of pain during insertion. The distal tip of the soft cannula was observed to be damaged. The timing and cause of the damage is unknown. Fluid was unable to pass through the distal tip due to the damage. An 0x18 alarm was generated, indicating the pod reached an empty reservoir. Inspection of the device confirmed the reservoir was empty. The device functioned as intended, alerting the user to change the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that despite delivering boluses, the patient¿s blood glucose (bg) level reached 328 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels and experiencing pain, patient found the needle did not retract as intended; this indicates that a needle mechanism failure occurred.